Event description:
The facility representative reported a colleague infusion pump with lower 1/3 of display repeating lines. The event was reported to have occurred upon power up. According to the hospital representative, it is unknown if there was any patient involvement, but no injury, or medical intervention had been reported related to the device. No additional information is available. The user interface module software version is unknown at this time.

Manufacturer narrative:
(B)(4). This involved a remediated colleague 2006 infusion pump with user interface module master software version 6.13.90. Device evaluation: the condition of a colleague infusion pump with repeating lines on the lower third of the display was confirmed and reproduced during product evaluation. The assignable cause was determined to be a defective main display. The main display was replaced to fix the reported condition. A service history review revealed no previous service events were related to the reported condition. Baxter has received similar reports for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.